Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was intermittent inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading with multiple sensors. Reportedly, the cgm bg reading was between 60-73 mg/dl, and the meter bg reading was between 115-165 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.